Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to infection.

Event description:
It was reported from the united kingdom that a patient experienced a revision surgery to shoulder devices due to an infection. The initial surgical implant date was not provided. Surgery date of 27 march 2018 is the first step of the revision, a humeral spacer was added. It is noted that the patient was stable on departure from the or. There is no information on the second step to implant new devices. Communication dated 10 april 2018 states the patient had a joint aspiration for microbiology testing [date and results not reported] and the patient had not been listed for surgery. There is no indication or complaint that the device malfunctioned. Information was requested, representative is unable to provide any additional information.

Manufacturer narrative:
In a review of the labeling it is a known complication that there may be superficial or deep infections. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of patient revision of the shoulder joint devices is most likely due to the patient's underlying conditions. This device is used for treatment, not diagnosis. Corrected data: no device evaluation pending.